Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited gradually increasing pacing impedance measurements since implant 5 months ago. The lead was explanted and another lead of the same model was successfully implanted. At explant it was noted that there was a kink in the lead from the device being twiddled.